Event description:
Info received indicates, the siderail is not locking in up position.

Manufacturer narrative:
The tech found the shoulder latch screw was missing. The tech replaced the screw to repair the stretcher.